Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and when ablating temperature high error message appeared, and ablations were not possible, temperature max set at 48 degrees, min at 40. The catheter was removed from body and flushed outside, and some remnants of clot were noted. A long flush was attempted to clear temperature high alert and particles. But the issues were not resolved. The catheter was exchanged and the procedure continued. No patient consequences were reported.